Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021, based on the patients explant date.

Event description:
It was reported that the patient was experiencing pain around the ipg site. The patient underwent an explant procedure. The explanted ipg was not returned to bsn.